Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Previous service on (B)(6) 2010, (B)(6) 2009, (B)(6) 2008 was for "damaged battery;" the batteries and battery harness were replaced. During previous service on (B)(6) 2007, the batteries and battery harness were replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery alarm". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) . Should additional information be received, a follow-up medwatch will be submitted.